Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported broken gripper knob issue was confirmed during the inspection; however, the probable cause was not determined. External inspection was performed on the suspect device, and the actuator knob was found to be broken. No signs of impact damage were observed around the upper and lower housing. Internal inspection revealed no anomalies. All inspected parts were observed to be manufactured by bd. The actuator knob was temporarily replaced with known-good part for testing purposes only. The suspect device was attached to the concomitant lab pcu, the operating system loading without any error or malfunction. With the known good actuator knob installed, an alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the returned suspect syringe module. Asm was used to evaluate the source syringe module and determine if the device is operating in specification. The pm task results show the suspect device completed successfully without any errors or malfunctions. The syringe module error and event log were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The syringe module log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resides on the pcu. A review of the syringe module error log showed no records related to the reported issue of the suspect device. A review of the syringe event log indicated that the last recorded activity of the suspect syringe module occurred on november 05, 2025, at 10:36 am. The bd alaris ¿ system with guardrails ¿ suite mx user manual states the following cautions: if an instrument appears damaged, contact carefusion for authorization to return it for repair. Should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. The use of chemicals that can damage the surface of the instrument and failure to follow the bd alaris and alaris product cleaning procedures and the cleaning solution manufacturer's recommended dilutions can result in an instrument malfunction or product damage, such as weakening and cracking of the case, and could void the warranty. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause that the syringe module had a broken gripper knob was confirmed during the external inspection. However, the probable cause was not determined or replicated. Note that this report lists imdrf annex a0404, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module had broken gripper knob. Customer alleges the knob break "looks porous". The customer states the pump is cleaned following manufacturer's recommended guidelines. Staff use caviwipes xl. The device is kept upright during cleaning. No harsh chemicals, abrasive tools or immersion methods are used. There was no patient involvement.